Event description:
The customer reported ongoing persistent occlusions. There was no reported adverse impact on the customer's blood glucose level. In response to the issue, the clinical support team recommended replacing the pump, as troubleshooting efforts had been exhausted without resolving the problem. A replacement pump was approved and was sent to the customer.